Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 60 mg/dl. The customer's insulin pump went into a threshold suspend. The customer was assisted with trouble shooting and found that the pump is functioning as designed and that the threshold suspend with deactivate after 2 hours. The customer stated that the hub is getting stuck in the serter. The customer was advised not to put pressure on top of the serter. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.